Manufacturer narrative:
Device failure occurred, but did not cause a death or serious injury.

Event description:
Reporter indicated that the site's programming system was having difficulties communicating with patient generators and the wand was found to be the cause, which is reported in medwatch 1644487-2009-01889. The handheld computer was also returned for analysis. During analysis of the returned computer, it was found that the adapter cord, which connects the serial cord from the programming wand, to the handheld computer, had intermittent conductors which caused communication errors when using the programming system, as well.